Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist systems and the reported events could not be conclusively determined through this evaluation. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke, bleeding, infection, right heart failure, renal dysfunction, respiratory failure, neurological events (not stroke related), and device thrombosis. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as 30nov2021 as patients were implanted between 01jan2011 and 30nov2021. Gliozzi, g., nersesian, g., gallone, g., schoenrath, f., netuka, I., zimpfer, d., theo, faerber, g., spitaleri, a., igor vendramin, gummert, j., falk, v., meyns, b., rinaldi, m., potapov, e., & loforte, a. (2024). Impact of concomitant aortic valve replacement in patients with mild-to-moderate aortic valve regurgitation undergoing left ventricular assist device implantation: euromacs analysis. Artificial organs, 49(4), 691¿704. Https://doi.org/10.1111/aor.14926 cardiac surgery unit, cardiothoracic department, university hospital of udine, udine, italy; department of medical and surgical sciences (dimes), alma mater studiorum ¿ university of bologna, bologna, italy; department of cardiothoracic and vascular surgery, deutsches herzzentrum der charité (dhzc), berlin, germany; dzhk (german centre for cardiovascular research), partner site berlin, berlin, germany; city of health and science hospital turin, department of surgical sciences, university of turin, turin, italy; department of cardiovascular surgery, institute for clinical and experimental medicine, prague, czech republic; department of cardiothoracic surgery, medical university of vienna, vienna, austria; euromacs registry, eacts, windsor, UK; department of cardiothoracic surgery, jena university hospital, friedrich schiller university, jena, germany; department of thoracic, cardiac and vascular surgery, heart and diabetes centre, bad oeynhausen, germany; department of cardiovascular surgery, charité ¿ universitätsmedizin berlin, berlin, germany; department of health sciences and technology, eth zurich, zürich, switzerland; department of cardiac surgery, university hospital leuven, leuven, belgium h6: additional health effect - clinical code: multiple organ dysfunction syndrome e2342, respiratory failure e0742, renal failure e130501 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿impact of concomitant aortic valve replacement in patients with mild-to-moderate aortic valve regurgitation undergoing left ventricular assist device implantation: euromacs analysis¿ that heartmate 3 may be associated with mortality, transplantation, infection, device malfunction, pump thrombosis, neurological dysfunction, stroke, bleeding, and right heart failure. The article was assessing the impact of aortic valve replacement (avr) on left ventricular assist device (lvad) patients reported mortality and various serious injury complications involving mh3 patients. The retrospective study evaluated 462 (251 hm3) adult patients with preoperative mild-to-moderate aortic regurgitation undergoing durable lvad implantation between 01/01/2011 and 30/11/2021 was performed. Lvad device models were similar between the cohorts: hvad58.2% and hm3 41.8% and 60.0% vs. 40% for the non-avr and avr groups, respectively (p = 0.846). A subgroup analysis of patients in the matched cohort re-vealed a numerically higher incidence of pump thrombosis in patients treated with hw (12.3% for hw vs. 2.2%for hm3 p = 0.057). Two-year outcomes with lvad and avr as reference included mortality, heart transplantation, weaning, major infection, device malfunction, pump thrombosis, neurological dysfunction, hemorrhagic stroke, ischemic stroke, major bleeding requiring surgery, and right heart failure. Early postoperative course and outcomes included 17 patients requiring dialysis, 32 patients requiring ventilation, and 16 patients requiring reintubation.